Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported that the touch screen is unresponsive. The customer reported there was no patient involvement.